Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. A lead revision was performed and the lead was repositioned. This lead remains in service. No further adverse patient effects were reported.